Event description:
The consumer reported eight false negative results with the binaxnow covid-19 antigen self-test performed from (B)(6)2024 to (B)(6)2024 on a nasal swab. This MFR. Report addresses test seven (7) of eight (8). Confirmation pcr testing (platform - unknown) was performed on 15m(B)(6)ay2024 whose result came on (B)(6)2024 which generated a positive result. The consumer stated the patient started getting symptoms (runny nose) on (B)(6)2024 which she is still experiencing now. The consumer did not take any medication. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.